Event description:
During the product evaluation by a baxter service technician, a flo-gard infusion pump was found to have an occlusion alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the occlusion alarm was determined to be the safety slide clamp being out of calibration. To correct the condition, the safety slide clamp was calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.